Event description:
It was reported that approximately a week after implantation, during a follow-up visit, this right atrial (ra) lead appeared to have perforated. A pericardiocentesis was performed at the beginning of the lead revision procedure to help remove excess fluid. The physician experienced difficulties retracting the helix when repositioning the lead and could not get adequate sensing measurements. The physician resolved the issue by explanting the ra lead and replacing it with a new lead successfully. The lead is expected to return for analysis.

Manufacturer narrative:
Correction:- h6-impact codes (5).

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood/ body fluid and tissue around the helix housing which is normal for active fixation leads. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of perforation.

Event description:
It was reported that approximately a week after implantation, during a follow-up visit, this right atrial (ra) lead appeared to have perforated. A pericardiocentesis was performed at the beginning of the lead revision procedure to help remove excess fluid. The physician experienced difficulties retracting the helix when repositioning the lead and could not get adequate sensing measurements. The physician resolved the issue by explanting the ra lead and replacing it with a new lead successfully. The lead is expected to return for analysis.

Event description:
It was reported that approximately a week after implantation, during a follow-up visit, this right atrial (ra) lead appeared to have perforated. A pericardiocentesis was performed at the beginning of the lead revision procedure to help remove excess fluid. The physician experienced difficulties retracting the helix when repositioning the lead and could not get adequate sensing measurements. The physician resolved the issue by explanting the ra lead and replacing it with a new lead successfully. The lead is expected to return for analysis.